Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5098753) that a female patient who had mentor smooth round moderate profile 625cc saline prostheses experienced cancer along with several unexplained systemic symptoms post procedure. Infections, delayed healing, excessive bleeding times, fatigue, inflammation, tooth decay, rashes, weakened immunity, water retention, weight gain, food sensitivities, fungal infection, insomnia, depression, anxiety, irritable disease, migraines, hypothyroidism, memory loss, and hormonal imbalances were noted. Treatments included antifungal medication, anti-inflammatory medication, and antidepressants. The type of cancer was not specified. These symptoms were stated to have begun with non-mentor implants, and subsequently continued after these implants were replaced with mentor implants. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-03245 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The implant date was clarified to to be (B)(6) 1999. The event date is unknown. The devices were explanted on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: neoplasm malignant/generalized illness. Manufacturer¿s reference number: (B)(4).